Event description:
Patient was revised to address pain and a vertically-malpositioned cup. Update 5/5/2015-pfs and medical records received. Pfs alleges pain and increased metal ions. After review of the medical records for MDR reportability, the revision operative note indicated malpositioned cup and corrosion. A correct doi ws provided. Lab results from (B)(6) 2013 indicated the metal ion levels were below 7ppb. Part/lot is being added for the cup and the stem, head, and liner are being added. The complaint was updated on: 5/29/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.